Event description:
It was reported that the reservoir of a large volume infusor was found particulate matter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14e046 was manufactured may 19, 2014 to may 20, 2014. The actual device was evaluated. Visual inspection (via the naked eye) noted a solid particle 1.6 mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be polyethylene material via ft-ir spectrophotometer scanning. The cause of the condition could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.